Manufacturer narrative:
The customer contacted siemens to report that fire and visible light smoke were emitted from the barcode label printer. The customer disconnected the barcode label printer as soon as they smelled a burning odor coming from it, and while disconnecting it, saw a little gray or white smoke coming out of the printer. A siemens customer service engineer (cse) was dispatched to install a replacement printer the customer had on-site. The cse installed the new printer and performed all checks. Siemens investigated the barcode label printer issue and found the barcode printer is an original equipment manufacturer (OEM), assembly that is purchased off the shelf. The unit is a underwriter laboratory (ul) equipment that meets the ul requirements for safety and fire code (use of non flammable materials). A review of spare part ordering and return data found no other reports of fire and smoke from the barcode printer. The barcode printer fire and smoke is an isolated event. The cause of the barcode printer fire and smoke is unknown. The instrument is performing within specifications. No further evaluation of the device is needed.

Event description:
The customer reported that a flame was observed, and smoke was emitted, from a barcode label printer connected to a dimension vista 500 instrument. The customer reported that no personnel were hurt, and no personnel inhaled the smoke. There are no known reports of patient intervention or adverse health consequences due to the barcode printer fire and smoke.